Event description:
It was reported that during implant the right ventricular (rv) lead was repositioned three times due to low r waves. On the third reposition the helix did not retract under normal rotations. A new stylet was placed in the lead and retraction of the helix was successful, however the physician decided to remove the lead and implant a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).